Manufacturer narrative:
It was reported that the compressor continuously alarmed for low pressure. The drainage valve was replaced and returned for investigation. No device logs from the connected ventilator were received. A visual inspection of the returned drainage valve showed no anomalies. The drainage valve was returned without air connectors. A resistance measurement of the drainage valve coil was within approved limits. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator. Simulated use test ventilation with compressor supplied air ran for three days without deficiencies. Drainage water was collected in the drainage bottle as it should. No leakage or any other malfunction was found. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. The conclusion is that the reported low pressure issue could not be confirmed. During simulated use test ventilation the returned drainage valve worked as expected.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor continuously alarmed for low pressure. There was no patient harm. Manufacturer ref.#: 405370.